Manufacturer narrative:
There was no device available for analysis; therefore, no physical or visual analysis of the product could be performed. The reported patient symptoms are a known risk associated with implant of these devices as indicated in the instructions for use. Based on the information available, a conclusion code of known inherent risk of device was assigned to this investigation.

Event description:
It was reported that this artificial urinary sphincter, implanted for over ten years, exhibited loss of fluid due to a leak in the system. It was also noted the patient was experiencing recurrent incontinence. The device was explanted and replaced. No further patient complications were reported.

Event description:
It was reported that this inflatable penile prosthesis exhibited loss of fluid due to a leak in the system. The device was explanted and replaced. No patient complications were reported. It was previously reported, in error, that the patient had an artificial urinary sphincter implanted and was experiencing incontinence.